Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 as reported, the 2.5 x 200 saberx .014 percutaneous transluminal angioplasty (pta) balloon catheter fractured at rx port leaving the balloon in the left artery. The unknown wire may have wrapped around shaft of balloon causing this failure. There was femoral access, and the team was treating the anterior tibial artery (ata). The team had to get an additional new access site in the anterior tibial artery and used a snare to retrieve the balloon. The balloon had not been inflated and made for easier retrieval. An additional balloon was needed to complete the case with good results. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for analysis. A non-sterile ¿pta, rx, 2.5 x 200, 200cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing the balloon was received fully separated from the distal portion of the body that was not received for evaluation. Functional testing was not performed due to the conditions of the received device. The balloon surface was viewed at high magnification using sem equipment and scratch marks were observed near the separated borders. The scratch marks observed are normally attributed to the interaction of the surface evaluated with sharp edged materials. Additionally, elongations were observed on the separated borders that suggesting an overloading tensile strength exposure prior to the separation noted. The reported "body/shaft- separated¿ was confirmed as the device was returned severely damaged and separated as described in the event description. However, the exact cause cannot be determined. Based on the information provided, procedural and handling factors such as extreme force likely contributed to the event based on the analysis provided. The device was induced to events that exceeded the shaft material yield strength prior to the separation noted. According to the instructions for use, which are not intended to mitigate risk, ¿carefully inspect the catheter prior to use to verify that the catheter has not been damaged and that its size, shape and condition are suitable for the procedure for which it is to be used. Flush or rinse all products entering the vascular system with sterile isotonic saline or a similar solution via the guide-wire access port prior to use. Never attempt to move the guide wire when the balloon is inflated. Do not advance the catheter against significant resistance. The cause of resistance should be determined via fluoroscopy. Inflation in excess of the rated burst pressure may cause the balloon to rupture. Use the recommended balloon inflation medium (25% contrast medium/75% sterile saline solution). It has been shown that a 25/75% contrast / saline ratio has yielded faster balloon inflation / deflation times. Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/ introducer sheath as a single unit. Do not continue to use the balloon catheter if the shaft has been bent or kinked.¿ based on the information available, there is no design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the .014 2.5 x 200 saberx balloon fractured at rx port leaving the balloon in the left artery. The unknown wire may have wrapped around shaft of balloon causing this failure. There was femoral access, and the team was treating the anterior tibial artery (ata). The team had to get an additional new access site in the anterior tibial artery and used a snare to retrieve the balloon. The balloon had not been inflated and made for easier retrieval. An additional balloon was needed to complete the case with good results. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 2303299437 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.